Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that every morning when the patient wakes up their ins has depleted a quarter. The patient stated that they always have stimulation on the same setting. The patient said that they are having to charge their ins more and more. The patient said that they have to charge for 3-3.5 hours and has ever gotten the ins completely charged. It was reviewed that the ins can take several hours to charge. The patient stated that they keep good coupling while they charge. It was also reviewed how the patient's settings will determine how quickly the ins depletes. It was reviewed that the healthcare provider (hcp) or manufacturer's representative (rep) can do a recharge interval calculation to see if the ins is depleting at a normal rate, and if the patient has high settings it will deplete quicker. The patient stated that why have gone through a lot of settings, including one that changed on its own. No symptoms were r reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had stopped laying on their left side to resolve the pressure and pain when they slept. The patient stopped using the adhesive discs to resolve being hurt by them and ripping the skin off. The implant charging and coupling issues were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to supplemental MDR 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-25 reporting that their equipment was ¿definitely not working properly.¿ it was clarified that the implant battery depleted too quickly and the consumer believed there was an issue with their external equipment. The patient¿s recharge process was reviewed and it was determined that the patient was following the correct steps. It was reviewed during the call that an external equipment issue would not be expected. It was reported that the implant battery drained after 45 minutes- several hours. The consumer was seeing the ¿charge the neurostimulator battery¿ screen. This issue was frustrating to the patient as it took several hours to recharge their implant. This meant the patient had to get up early to charge prior to their daily events so that they would not have to worry about their pain returning. It was reported to take 5- 35 minutes to get coupling boxes filled. The patient could get 6 boxes but sometimes they only got 2 boxes. This had been occurred for at least 3-4 weeks. It was stated that the implant ¿never registers as fully charged¿ for at least 3-4 weeks. Per the patient, they were told by a representative to not worry about this particular issue. It was noted that all of the patient¿s pain returned from the implant depleting and they could not walk. Their pain came back in the same places and had been occurred about 3-4 weeks. The patient had stinging and vibrating on program c or d since the very end of (B)(4) or early (B)(4) so they put the patient back on program a. The consumer was redirected to their health care provider (hcp) to have the implant checked and for programming to be assessed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-oct-17 noting that the patient met with the manufacturer representative on (B)(6) 2017 and was shown how to use the device better. In addition, only program a was being used and was changed from 3.5 to 5.5. The patient now turned the system off at night. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient repeated information regarding taking a long time to charge their ins and poor coupling. The patient stated that it periodically took him longer to charge, noting that it used to take him 10-20 minutes to charge the ins (the patient never let the ins charge go below 75%), but now it took him 30 minutes to 2.5 hours. The patient said he would start with full coupling and look later to find that the coupling bars had lessened. The patient met with a couple manufacturing representatives (rep) about this. The reps felt the equipment was working as intended, but the patient needed to remain still during charging. The patient said he gets better coupling when he was standing versus sitting. The patient said he could not lie down on his side to charge or sleep, because the implanted system put a lot of pressure and pain when he slept on the left side. The patient also said that he could not charge using the adhesive discs, because the adhesive "ripped the skin off" and really hurt him. No further complications were reported/anticipated.